Event description:
The patient reported damaged and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure noticed issue by abbott on (B)(6) 2023. Investigation codes and conclusion will be provided in an additional submission.

Manufacturer narrative:
External and internal visual inspections of unit revealed no discrepancies or discernible damage. During the investigation, visual inspection revealed that the power extension connector was not seated in the connector cover. It is unknown if was unseated during use, shipping or decontamination process. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Initially unit was unable to complete the first diagnostic test due to unresponsive screen. Unit was then able to pass all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home in the second test. All returned cords were able to be used for testing and further investigation. The cause of the reported event remains unknown as visual inspection did not reveal damage to the returned device and accessories.